Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5106029 on 10-dec-2021. The most recent information was received on 24-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain/pain mostly on my left side') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included :fluticasone furoate;vilanterol trifenatate (breo ellipta) since 2015 for asthma, valsartan for blood pressure high and fexofenadine;pseudoephedrine for seasonal allergy. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient was found to have weight increased ("weight gain") and experienced micturition urgency ("urinary urgency"). On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). On an unknown date, the patient experienced amnesia ("memory loss"), depression ("depression"), anxiety ("anxiety"), dyspareunia ("painful intercourse/intercourse can sometimes be painful"), fatigue ("tiredness"), back pain ("back pain"), dysmenorrhoea ("my periods started getting very painful"), gait inability ("I cannot walk"), pain ("walking long causes pain and pressure"), limb discomfort ("walking long causes pain and pressure") and feeling abnormal ("brain fog"). The patient was treated with surgery (hysterectomy on 2020). At the time of the report, the pelvic pain, abdominal distension, amnesia, depression, anxiety, dyspareunia, weight increased, fatigue, back pain, micturition urgency, dysmenorrhoea, gait inability, pain, limb discomfort and feeling abnormal outcome was unknown. The reporter considered abdominal distension, amnesia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gait inability, limb discomfort, micturition urgency, pain, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2022: new events added: my periods started getting very painful ,walking long causes pain and pressure, I cannot walk, brain fog. Removal date and surgery name and reporter were added. Reporter's information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on (B)(6) 2021. The most recent information was received on (B)(6) 2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain/pain mostly on my left side') in a (B)(6) female patient who had essure inserted for (B)(6) sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included :fluticasone furoate;vilanterol trifenatate (breo ellipta) since 2015 for asthma, valsartan for blood pressure high and fexofenadine;pseudoephedrine for seasonal allergy. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient was found to have weight increased ("weight gain") and experienced micturition urgency ("urinary urgency"). On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). On an unknown date, the patient experienced amnesia ("memory loss"), depression ("depression"), anxiety ("anxiety"), dyspareunia ("painful intercourse/intercourse can sometimes be painful"), fatigue ("tiredness"), back pain ("back pain"), dysmenorrhoea ("my periods started getting very painful"), gait inability ("I cannot walk"), pain ("walking long causes pain and pressure"), limb discomfort ("walking long causes pain and pressure") and feeling abnormal ("brain fog"). The patient was treated with surgery (hysterectomy on 2020). At the time of the report, the pelvic pain, abdominal distension, amnesia, depression, anxiety, dyspareunia, weight increased, fatigue, back pain, micturition urgency, dysmenorrhoea, gait inability, pain, limb discomfort and feeling abnormal outcome was unknown. The reporter considered abdominal distension, amnesia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gait inability, limb discomfort, micturition urgency, pain, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2022: new events added: my periods started getting very painful ,walking long causes pain and pressure, I cannot walk, brain fog. Removal date and surgery name and reporter were added. Reporter's information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5106029) on 10-dec-2021. The most recent information was received on 09-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain/pain mostly on my left side') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fluticasone furoate;vilanterol trifenatate (breo ellipta) since 2015 for asthma, valsartan for blood pressure high and fexofenadine;pseudoephedrine for seasonal allergy. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient was found to have weight increased ("weight gain") and experienced micturition urgency ("urinary urgency"). On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). On an unknown date, the patient experienced amnesia ("memory loss"), depression ("depression"), anxiety ("anxiety"), dyspareunia ("painful intercourse/intercourse can sometimes be painful"), fatigue ("tiredness"), back pain ("back pain"), dysmenorrhoea ("my periods started getting very painful"), gait inability ("I cannot walk"), pain ("walking long causes pain and pressure"), limb discomfort ("walking long causes pain and pressure") and feeling abnormal ("brain fog"). The patient was treated with surgery (scheduled hysterectomy on 2020). At the time of the report, the pelvic pain, abdominal distension, amnesia, depression, anxiety, dyspareunia, weight increased, fatigue, back pain, micturition urgency, dysmenorrhoea, gait inability, pain, limb discomfort and feeling abnormal outcome was unknown. The reporter considered abdominal distension, amnesia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gait inability, limb discomfort, micturition urgency, pain, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-feb-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.